Event description:
Dr. Alleges that the device would not deploy. Doctor experienced excessive force while trying to deploy the stent graft into a thigh graft aneurysm. A new device was used to successfully complete the procedure.